Event description:
The dealer stated the unit is loud and chirps. The dealer stated the unit has alarmed 2 green and 1 red. The dealer stated unit alarms do no function. No patient or usage details were provided. No injury or property damage was reported. Associated malfunctions for this device: compressor, 4way valve, sieve beds, pilot valve and o ring, on/off switch.